Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v011742, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that a couple years prior the stimulation was not working as well and the healthcare provider (hcp) took x-rays. It was unknown when the x-ray was taken. At first, the doctor thought it was scar tissue on the lead because they were not seeing anything wrong with the lead. The patient felt only one wire of the four on the lead was working. A few weeks prior, the patient noted that something was ¿not right¿ and it ¿stopped working completely.¿ the hcp and representative checked the device and it was depleted. Per the patient, the representative reportedly used the clinician programmer to determine the lead was ¿broken¿ and the hcp took an x-ray of the lead as well. The x-ray was taken on (B)(6) 2014 and a system replacement occurred on (B)(6) 2014. Information received two weeks later indicated the patient received assistance from their doctor or representative and their concerns were resolved. An appointment on (B)(6) 2014 was noted. About a week and a half later, it was clarified the lead was not broken. Per the representative, the lead was electrically intact, but the patient did not have a good response on 2 out of the 4 contacts. This was discovered during intraoperative testing at the replacement surgery. The lead was not in contact with the nerve. It was noted that the lead ¿possibly¿ migrated. No further information was reported.

Manufacturer narrative:
(B)(4).